Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with a test transmitter and a glucose meter simulator. The sensor feature worked properly. No weak or lost sensor alarms were noted. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reported receiving a weak signal alarm, lost sensor alarm, and motor error alarm on the insulin pump. Customer also reported having blood glucose levels above 400 mg/dl several days before the call which he attributed to a bad batch of insulin. Customer stated that the motor error alarm occurred during basal. Customer does not recall any significant events leading up to the motor error alarm. Blood glucose level was 212 mg/dl at the time of the call. No further information was provided.